Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. It was noted that the patients right ventricular lead was capped and replaced on (B)(6) 2018. No patient consequences was reported.

Event description:
New information received notes the patient's right ventricular lead was capped and replaced for reasons unknown. In addition, the chronic right ventricular lead as implanted on (B)(6) 2018 was noted to be functioning appropriately. The patient was in a stable condition throughout.